Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. Sw version 5.2b. Retainer ring = black. Pump case = ngp. Customer returned pump for an alleged blank display and unresponsive keypad found on (B)(6) 2022. The pump was received with intermittent button response. No blank display noted during testing. The pump passed the displacement test, active current test, sleep current test and self test. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump passed the keypad voltage test. A test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump using the aa 1.5v battery. The pump was able to navigate the menu. No unresponsive keypad was noted when using the test case. Intermittent button response was confirmed, problem isolated on the keypad assembly. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing and in the history files or traces. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿ the j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. No cosmetic damage was noted during visual inspection. Blank display was not observed during analysis. Intermittent button response was confirmed, problem isolated on the keypad assembly. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was not working well. Customer also mentioned that they have tried to change the battery for a new but insulin pump did not responded. Customer stated that numbers are ramping on their own. The insulin pump was exposed to a change in altitude. Customer was not able to clear the stuck button alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.